Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that two ophthalmic knives were dull during two separate cataract surgeries and also stated the guard sticks to the blade and damages the knife upon removing the blade guard. Alternate knives were used to complete both the surgeries. There was a patient contact however no harm to the patients.